Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (specific date not reported), in order to reposition the device. The implanted device remains. This report is submitted on march 08, 2024.

Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the surgeon, the patient experienced pain and swelling (affected site not specified) which was successfully treated with antibiotics (mode of administration not specified). The implant remains in-situ.